Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016, patient underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. In the beginning of (B)(6) 2018, patient noticed stoma site drainage that was gradually increased. On (B)(6) 2018, patient was seen by the physician and was treated with antibiotic amoxicillin for 10 days.